Event description:
Device malfunction: difficult to deploy. Time of malfunction: during deployment; symptoms/ae: stroke, right upper extremity pronator drift, and mild word finding difficulty. Time of symptoms/ae: two days post stenting procedure. It was reported that in 2006, the physician was attempting to place a stent in the right common carotid artery (rica). During the deployment, the stent inadvertently "watermelon seeded" distally into the rica. At that time, the physician felt there had been some improvement in the target lesion and as the pt was not completely cooperative for stent deployment, he felt that it would be safer and prudent to allow the stent to self expand, endothelialize and recheck carotid ultrasound velocities to determine whether a second stent would be needed. A follow-up carotid ultrasound revealed persistent disease. Two months later, a second stent was placed, proximal and overlapping, to extend the previous placed stent from the origin of the rica bulb back into the common carotid artery. After the procedure, the pt exhibited no symptoms and was discharged to home the next day. Two days later, the pt experienced mild to moderate aphasia and right arm drift and was re-admitted to the hosp. The pt was treated with heparin per the hosp's stroke protocol. The pt has shown some improvement, but the stroke effects are continuing. The pt was discharged to home six days later. No add'l info is available.

Manufacturer narrative:
B5: capture 2 study event.